Manufacturer narrative:
One device was returned for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No event history related to the current complaint. Visual inspection found the upstream occlusion (uso) seal was buckling. Uso seal was replaced. Device passed testing post repair.

Event description:
One device was returned for analysis. Investigation found the upstream occlusion (uso) seal was buckling. There was no patient involvement.